Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report that the insulin pump alarmed during the prime/rewind process. The blood glucose reading is 530 mg/dl. The high blood glucose was treated with manual injections. The drive support cap is protruded. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarm motor error during the basic occlusion test, due to protruded/loose drive support disk. Unit was received with scratched display window noted during visual inspection.